Event description:
Patient was implanted with an orbital floor plate and screw on (B)(6) 2013 for an orbital floor fracture. Patient developed proptosis (eye bulging) after placement of the plate. Patient returned to the or on (B)(6) 2013. Surgeon removed the implants and replaced them with a different orbital floor plate and 2 screws on (B)(6) 2013. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.